Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
Patient reported and healthcare professional confirmed left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Patient reported and healthcare professional confirmed left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device. Additional observations: deformation is observed. Crease fold is observed.